Manufacturer narrative:
Device evaluation: in the pre-decontamination a visual inspection was conducted. The purging procedure was executed successfully, no leak was detected. The proximal balloon tube appeared visually deformed, not completely adherent to the shaft. The inflation lumen appeared full of dry radiopaque solution. Once cleaned the inflation lumen, the balloon was inflated (with a mixture 50/50 saline solution and contrast medium) it appeared completely asymmetrical with respect to the shaft. The bonding of the proximal balloon tube was analyzed and was within specification. It was not possible to completely deflate the balloon, since, once the balloon tube came in contact with the exit of inflation lumen, it prevented the deflation of the asymmetrical part of the balloon (still partially inflated). No abnormalities noted on the distal balloon, which correctly inflated and deflated. The inflation syringe provided for inflation was not the 30 ml vaclock provided with the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
At the end of the cas (carotid artery stenting) procedure using the moma ultra, the physician tried but was unable to deflate the balloon in the common carotid artery. Since the balloon could not be deflated despite various attempts, the physician carefully pulled it down and successfully removed it out of the sheath. No patient injury reported for this event.